Event description:
The customer reported that during simulator use with the heartstart xl "the system marker hits the top of the qrs waveform, but during pt use the location of the marker is sporadic on the waveform." There was no pt impact.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.